Manufacturer narrative:
The insulin pump had a motor error alarm during rewind due to a motor encoder signal out of phase. The device had a scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 147 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.